Manufacturer narrative:
Hip-tep right side on (B)(6) 2009. Luxation of inlay after patient lifted a sack on (B)(6) 2016. Change of inlay on (B)(6) 2016. Examination of the reported devices was not possible as they were not returned. Medical records and x-rays were reviewed. No other reports found against the provided product/lot code combination. The search of the complaints databases and/or review of device history records was not possible against the unknown product/lots. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Luxation of inlay after patient lifted a sack.